Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient was revised to address a cup malpositioning and recurrent dislocation. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Additional event information and investigational inputs were requested but not provided. The patient was reportedly revised to increase acetabular cup anteversion post recurrent dislocation. Cup positioning cannot be commented upon as no patient x-rays have been provided. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Patient was revised to address a cup malpositioning and recurrent dislocation.